Event description:
In 2009, the lay user/patient contacted lifescan alleging the battery indicator icon was displayed on the one touch ultra link meter. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said that the issue started the same day at 2 am. He said that 3 or 4 hours afer the issue started he was feeling shaky and uncomfortable. The patient did not take any action regarding his treatment of diabetes due to the meter issue. The patient denied receiving any treatment. It would be helpful to know the patient's pump regime, whether he was still able to test after seeing the battery indicator, and whether he would have done anything differently had the battery indicator icon not appeared. It was determined during the troubleshooting telephone call the patient changed the battery per the owner's manual. The product is not new (out of box). This complaint is being reported because the patient alleged the battery indicator icon was displayed on the meter and the patient displayed symptoms indicative of hypoglycemia afterward. It is unknown how the patient uses the meter to treat his diabetes and whether he would have done anything differently had he not seen the battery indicator.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.